Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis while performing peritoneal dialysis (pd) therapy. The patient was hospitalized for four days for peritonitis. Treatment rendered was not reported. Peritonitis was resolving. Pd therapy was ongoing. Additional information was requested, but is not available at this time. This is report 2 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h12k07082, h12j23065, h12j26076, and h13c21021 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted. (B)(4).